Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 full height (fh) was not detected on the bus. A field service engineer removed the back panel, and it was observed that all lights on the controller boards were off. Both controller boards were replaced, and the drawer components were reassembled. The device was then rebooted. After the repair, all controller board lights turned on. The diagnostics application was used to confirm that all drawer components were fully functional. The station was rebooted into the es application, and the drawer was successfully assigned to the device. The customer confirmed the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 2 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.